Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised for unknown reasons after approximately 10 years. During the revision, unusual wear was noted. It is reported that the femur wore through the posterior lateral portion of the articular surface and had worn a hole into the tibial component.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: legacy articular surface, catalog#: 00599605009, lot#: 60245835. Nonaugmentable tibial component, catalog#: 00598605701, lot#: 60320426. Nexgen all poly patella, catalog#: 00597206535, lot#: 60206789. Reported event was confirmed by review of photograph provided. Visual analysis of obtained picture shows existing worn hole on the posterior lateral portion of the tibia and defects on poly. From the picture provided by the sales rep, it appears that the femoral component caused the tibial component to fracture. It is likely that after wearing through the articular surface, the femoral component was in contact with the rail of the tibial component and that led to the tibial component fracture. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Per the packaging insert for lps knee system, fracture/damage of the prosthetic knee components is considered to be a known adverse effect of the procedure. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.